Event description:
The plan was to deploy the stent without predilatation. The entire unit was removed from coil protector and when the dilator was pulled off, the revap tool and the stent itself came off as well. The decision was made by the interventionalist to proceed to use the balloon for predilatation then asked for another stent which worked fine.